Event description:
Implant extraction due to patient condition, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, local infection / subacute chronic osteitis, pain, fistula, abscess.